Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged while attached to the delivery catheter system (dcs). The valve was ultimately successfully implanted. No patient complications were reported as a result of this event. Additional information was received that during the valve implant, after the valve was fully deployed, the inflow portion of the valve was under expanded as the surrounding calcification compressed the valve causing it to dislodge into the ascending aorta.